Manufacturer narrative:
(B)(4). Date sent: 11/24/2020; d4: batch # u5cr88. Investigation summary: the analysis results showed that one gst45b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Refer to echelon reload product codes chart for tissue compression requirement (closed staple height) for each staple size. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch # u5cr88. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic appendectomy, on the first fire with a blue reload, only half of the staples deployed. Cautery was used to control the bleeding and a second like reload was used to complete the procedure with no patient consequences.